Manufacturer narrative:
The events of hematoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hematoma and seroma".

Event description:
Patient reported "hematoma and seroma". This record is for an unknown side. Device was explanted.